Event description:
As reported: at 15h35 ( local time) I received a phone call from the head pharmacy (B)(6). A few hours before prof (B)(6) used a fogarty catheter who burst in the patient during the procedure. The balloon was burst into several fragments while the catheter was inside the arteries of the patient. The surgeon used 4 other fogarty's to collect the several fragments of the balloon. He could capture most of the fragments. The next hours/days he will follow the patient. The patient will be hospitalized for some days to make sure that nothing will happen to the patient.